Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented in clinic. Upon interrogation, the right ventricular lead was noted with high, out of range high voltage impedance. No intervention was made, and the patient was later brought back into the clinic. The device was interrogated without issue, and programming changes were made. The patient was stable and would be monitored remotely.

Manufacturer narrative:
The reported event of high defib impedance was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Unable to perform impedance test due condition of the lead, as received. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between inner coil and cables consistent with procedural damage. Additional findings unrelated to the reported event: visual examination found an external insulation abrasion breaching the optim sheath proximal to suture sleeve tie impression. The silicone insulation beneath was intact and undamaged. The cause of the external insulation abrasion is consistent with friction to device can.

Event description:
The right ventricular (rv) lead was returned. Further information received notes the patient was deceased. The rv lead was most likely returned following this event. There is no known allegation from a health professional that suggests the death was related to the rv lead. The cause of death is unknown. No further information is available at this time.